Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was that the equipment was having problems. Pt said that they had reset the controller which would help the equipment work sometimes, however the recharger paddle was getting quite warm when recharging the ins. Pt said that last evening the controller said batteries low replace the controller batteries soon and to call mdt (further screen details asked/unknown) when trying to recharge the ins. Pt noted that one day they dropped the controller and one of the hooks broke off of the battery compartment cover. Pt saw no apparent damage to the equipment otherwise. Pt said that sometimes the equipment wouldn't let them recharge the ins. Pt said that last night the ins only charged to 80% but yet the controller still had 40% remaining. Agent had the pt reset the controller and then unlock the controller. Pt saw battery low recharge your implanted device soon. Pt said that the ins was in the red. Agent had the pt initiate an ins recharging session. Pt saw batteries low replace the controller batteries soon appear. The issue was not resolved. An email was sent to the repair department to replace the recharger and controller battery compartment cover. When asked for the event date, pt said that it had been off and on for probably a month.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.